Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: although the sample was not returned for evaluation, one electronic video was provided for review. The investigation is confirmed for feeding tube break, as video shows a portion of the tri-funnel feeding tube near between the tri-funnel and the catheter. It shows a fluid leak in the feeding tube near the tri-funnel. The definitive root cause could not be determined based upon available information. It is unknown if clinical or manufacturing procedures contributed to the reported event. Possible contributing factors include sharp instrument damage, excessive force, and material fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that there was an alleged leak at the probe through the feeding tube. There was no reported patient injury.

Manufacturer narrative:
Photos were provided to the manufacturer for review. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that there was an alleged leak at the probe through the feeding tube. There was no reported patient injury.